Event description:
It was reported that customer was hospitalized for a blood glucose that was over 600 mg/dl. It was stated that the customer inserted a new battery, but the insulin pump would not turn or stay on. The customer was unaware of the situation. The customer was hospitalized on (B)(6) 2014 with a blood glucose of 494 mg/dl. The name of the hospital was (B)(6) hospital. The customer was using the pen, but it did not work. The customer was not wearing the insulin pump at the time of the hospitalization. Troubleshooting was not conducted. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Please see medwatch report # 2032227-2014-51497.